Event description:
It was reported that there was erosion at the pocket. The reporter stated that this appeared several months after the implantable neurostimulator implantation and appeared to be extensive loss of adipose tissue around the device with surrounding fibrosis. It was reported that the device caused discomfort and the patient was "quite disappointed" about the appearance but very happy about tremor control. The reporter stated that the patient was considering further surgery for milder tremor on the other side, which the surgeon was "less keen about." It was noted that no action was taken and there were no patient symptoms or injuries related to the event. Two weeks later, it was reported that the implantable neurostimulator had been explanted. The reporter stated that the doctor planned to put a therapy system on the other side and planned to put in a sub-muscular device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's physician was convinced the event was due to an allergy. However, it was noted that the device had been implanted for a year and that the first signs of the patient's symptoms appeared several months post-op. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).